Manufacturer narrative:
Investigation: DHR show no abnormalities or issues and no complaints from other customers have been received. Bd has not been provided with photos or samples for catalog 304000 lot 180319 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause.

Event description:
It was reported that bd microlance¿ stainless steel needles had connectivity issues. This was discovered during use. The following information was provided by the initial reporter: patient was going to use the product and the long needle worked normal in the attached part of the syringe, but the small needle did not. When he injected the medicine the needle released and the whole product was emptied.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ stainless steel needles had connectivity issues. This was discovered during use. The following information was provided by the initial reporter: patient was going to use the product and the long needle worked normal in the attached part of the syringe, but the small needle did not. When he injected the medicine the needle released and the whole product was emptied.